Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported.

Event description:
It was reported that during a stenting treatment procedure, in the superficial femoral artery, deployment difficulties were encountered. The physician was unable to cross the lesion and decided to withdraw the device. During removal of the device the stent deployed in the sheath. The physician was able to remove the stent from the sheath without removing the sheath. The procedure was successfully completed with another of the same device. No patient complications were reported and the current patient condition is reported as "okay."